Event description:
Reported via social media. It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was performed. During the procedure a perforation occurred, and open-heart surgery was required. No additional information is known.

Manufacturer narrative:
B3: exact event date updated. D6a: implant date added. Health care facility: (B)(6). B3: aware date used as event date is unknown.

Manufacturer narrative:
Aware date used as event date is unknown.

Event description:
Reported via social media. It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was performed. During the procedure a perforation occurred, and open-heart surgery was required. No additional information is known.